Event description:
Litigation papers allege the hip began to squeak, and shortly thereafter, became painful and debilitating causing the patient to experience great pain and metal anguish, lost wages, and to incur substantial medical expenses. Additionally alleged the patient was caused to be hospitalized with a severe infection localized to the right hip area ultimately requiring the devices to be surgically removed and replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.